Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced chronic pain , incarcerated recurrence, bowel obstruction and adhesions. Treatment provided for these conditions include revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced defective mesh, chronic pain, incarcerated recurrence, bowel obstruction, adhesions, mental pain, disability, impairment, and loss of enjoyment of life. Treatment provided for these conditions include revision surgery.

Manufacturer narrative:
Additional information: b5, b7, h6(patient codes), additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced defective mesh, chronic pain, incarcerated recurrence, bowel obstruction, adhesions, mental pain, disability, impairment, scar tissue, inflammation, and loss of enjoyment of life. Treatment provided for these conditions include revision surgery, mesh removal, and hernia repair with new mesh.

Manufacturer narrative:
Additional info: h6 (patient codes, device codes, ime e2402: fibroadipose tissue, hemosiderin deposition, reduced lung volumes, labs abnormal for hemoglobin; hematocrit; glucose; po2; calcium; creatinine, tearing sensation). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced defective mesh, chronic pain, incarcerated recurrence, bowel obstruction, adhesions, mental pain, disability, impairment, scar tissue, inflammation, loss of enjoyment of life, mesentery, fibroadipose tissue, reactive changes, hemosiderin deposition, reduced lung volumes, trace bilateral pleural effusions, labs abnormal for hemoglobin; hematocrit; glucose; po2; calcium; creatinine, tearing sensation, scarring, distention, abdominal pain, nausea, vomiting, ruptured mesh, pulmonary insufficiency, & decreased urinary output. Post-operative patient treatment included revision surgery, mesh removal, hernia repair with new mesh, CT scan, x-ray, hospitalization, ng tube, IV fluids, exploratory lap, lysis of adhesions, debridement of skin, bilateral posterior component separation with mobilization of the rectus abdominis advancement flaps as well as bilateral transversus abdominis myofascial advancement flaps, supplemental oxygen, ICU, albumin bolus, & blood transfusion.